Manufacturer narrative:
This was changed to a serious injury based on information reported by the customer that the ventilator was removed from the patient and replaced with a different unit. The international service technician confirmed the reported issue. The international service technician replaced the cpu to address the reported issue. The device successfully passed performance specification testing.

Event description:
The ventilator was removed from the patient and replaced with a different unit.

Manufacturer narrative:
Device evaluation: central procession unity board (cpu pcba) was received for evaluation at the v60 manufacturing facility. Visual inspection of the cpu pcba revealed no evidence of damage or contamination. The cpu board was installed in the failure investigation test ventilator in an attempt to duplicate the reported issue. Review of the diagnostic log identified occurrence of multiple error codes, suggesting that a spi (serial peripheral interface) bus failure had occurred. The spi bus is an internal communication link between the cpu (central processing unit) and the gas delivery system. This communication link is what is used to read the calibration data for the pressure and flow sensors as well as to read the actual values of the pressure and flow sensors; a failure of the communication link can result in a vent inop condition of the pressure and flow sensors; a failure of the communication link can result in a vent inop condition. Resolution and disposition: extensive testing and inspection of the cpu board were performed, but no failures were identified. The root cause for the customer's reported issue could not be determined.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete. Patient information was requested; the customer provided the patient gender; and responded the remaining information is unknown.

Event description:
The international customer reported the unit alarmed due to a data acquisition pcb adc reference failure. There was no patient harm.

Manufacturer narrative:
This is being changed to a non adverse event because there was no patient harm.